Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for needle bending during use & glucose level. Occurrence: unable to perform complaint lot history check due to an unknown lot number for needle bending during use & glucose level. A review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle, needle bending during use & glucose level), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the unspecified bd nano¿ pen needle bent, which cause the consumer to be unsure whether they were getting the correct insulin dose. They reported that their blood sugar was "not as well controlled as it had been". The following information was provided by the initial reporter: "I am experiencing frequent bending of the bd nano pen needle. This prohibits me from being certain the dose of insulin I am getting and could be the cause of my blood sugar not being as well controlled as it has been. How I an injection myself has not changed and, until recently, I'd only had maybe a dozen or so times over the years of the needle bending."